Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at 0.5 mg/day via an implanted pump for an unknown indication for use. It was reported the physician had difficulty filling the patient¿s pump due to fatty tissue over the pump and the patient reported a decrease in pain relief. There were no known environmental, external, patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, it was noted the physician could not see the catheter on fluoroscopy. The physician replaced the catheter, and the old 8731 catheter was tied off and left in place, out of service. The pump pocket was revised. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6), implanted: (B)(6) 2015, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(6), ubd: 27-may-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a company representative (rep) stated that ¿yesterday¿, the patient had refill where concentration and dose were changed. The bridge in progress for 38.8 hours starting at 11:09am (25 hours have elapsed since) and total bridge volume was .377ml with catheter volume of 0.178ml. The rep stated that today, they did a complete catheter revision and want to know what to bolus. The technical services (tss) calculated and confirmed the internal tubing and cap chamber have since been rid of the old drug concentration and old drug was solely in catheter. The tss discussed bridge is 64% completed and internal tubing cap was the first 53% of the bridge therefore just catheter needs to be primed, and bridge can be canceled. Additional information from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the issue was the catheter could not be seen on fluoroscopy in the spinal canal.